Manufacturer narrative:
Medivators received a report that results of a pulse-field gel electrophoresis (pfge) test suggesting an epidemiological link for cre between two patients who underwent an ecrp procedure using the olympus duodenoscope, tjf-180f. The reported scope model tjf-180f is not an olympus scope model in existence, thus the scope model was incorrectly reported by the facility and it is suspected that the duodenoscope being referenced is the olympus tjf-q180v. Medivators automated endoscope reprocessors models, advantage plus and dsd-201, were used to reprocess the duodenoscope prior to patient procedure. This facility does not have a service contract/extended warranty with medivators for either machine. Medivators sales representatives, clinical specialist, and field service engineers immediately responded and contacted this facility. Medivators fse made a complimentary visit to investigate the operations of their medivators equipment and it was reported the advantage plus was operating according to specification. The following process observations were reported: manual cleaning processes not being followed to appropriately pre-clean endoscopes for use in the advantage plus machine. No confirmed observation of two cycles of high level disinfection being run on duodenoscopes. There was a discrepancy on the duodenoscope reportedly involved and those in listed in the facilities inventory (tjf-180f). There was observed user error in proper use of the scope connectors of both disposable and reusable hookups. They do not use medivators intercept detergent which is indicated for use in the advantage plus machine cleaning claim. There was no record of olympus representatives being on site to in-service scopes manufactured by olympus or train this facility on their new guidelines for ecrp scopes. This facility was unaware of the appropriate adaptors needed for reprocessing. Medivators field staff were unable to inspect the dsd-201 as this device was removed from the room in april 2016 by this facility and have not had any service contract on this unit, thus no in-services from medivators since july 2014. Unable to confirm appropriate hookup connections, functionality, appropriate programming and disinfectant use with the dsd-201 reported in this case. There have been no reported updates regarding patient status as a result of the scope contamination. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that the facility reported epidemiological link for cre between two patients who underwent an ercp procedure using the olympus duodenoscope, tjf-180f.